Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that both leads had increased thresholds (right ventricular and left ventricular). Both leads are still in use. No further patient complications reported as a result of this event. The device was returned, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both leads had increased thresholds (right ventricular and left ventricular). Both leads are still in use. No further patient complications reported as a result of this event.